Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and the lead had migrated. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7070534, UDI: (B)(4).